Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bt procedure performed on (B)(6) 2016 as part of the alair (B)(4) study. On (B)(6) 2016, the patient was admitted to the hospital for the bt procedure. On (B)(6) 2016, the patient underwent the first bronchial thermoplasty treatment to the right lower lobe of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2016 the patient developed viral upper respiratory infection. The patient was treated with systemic steroids, and an administration or increase in the amount of another drug (not systemic steroids). On (B)(6) 2016, the event resolved and the patient's current condition was reported to be 'stable'.